Manufacturer narrative:
The customer did not provide patient weight. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay and instrument specifications.. The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer repeat tested the sample twice on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check, were within assay and instrument specifications. Samples are collected in serum separator tubes. Samples are centrifuged at 3000 times gravity for ten (10) minutes at room temperature. The customer did not note any issues with sample integrity.